Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum and discolored gel additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two videos for investigation. The evaluation of these videos indicated gel smearing but not an additive abnormality. A total of 100 retained samples were visually inspected, and no defects related to gel smearing or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of aug 2025. If complaints for sample quality reach an action level, additional testing may be required. Bd provided support and identified that the customer was cooling the tubes before use. Following this analysis, the customer updated their procedures to prevent this error from happening again. Tubes should be stored at 4-25ºc (39-77ºf). This complaint is unable to confirmed with respect to the indicated failure modes gel smearing and additive abnormality. Bd was able to establish the reported defect to temperature storage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum and discolored gel additive. No adverse impact was reported regarding the patient or user.